Event description:
Loss of osseointegration (B)(6) 2025 15:20:03 cet (5020981) the material number has been updated, which is reflected in this follow up report.

Event description:
Loss of osseointegration.